Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: *did one or more sutures remain in the patient beyond the absorption period? If yes, which one(s)?=>yes, one suture remained in the patient beyond the absorption period, but the surgeon is not sure which suture remained. *is the surgeon asking for medical information?=>yes if yes, has a response been sent to the surgeon?=>since there was no actual product that we could investigate, the sales rep responded not to able to determine which type of suture retained. *was info provided from local sales and marketing to the customer?=>yes *was the customer made aware that silk suture is non absorbable?=>yes please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of c-section?=>female on what tissue was the suture used?=>uterine smooth muscle what was the tissue condition (normal, thin, calcified, fragile, diseased)?=>unk how was the suture placed (interrupted or continuous)?=>interrupted please describe any medical/surgical intervention required for this suture event including dates and results. Unk did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?=>not reported. How was the suture originally tied (multiple knots, square knot, etc.)?=>unk what symptoms did the patient experience following the index surgical procedure? Onset date? =>cesarean scar syndrome, there was an inflammatory reaction around the suture. Other relevant patient history/concomitant medications?=>only c-section. Product code and lot number? (Pds suture, vicryl suture, silk suture)=> the product code is unknown so it was registered as a temporary code. Does the patient have a known allergic history to any medical devices, food and/or medication?=>unk was allergy testing performed? If so, please describe with results.=>unk were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure?=>after the first c-section in 2021 june, symproms of dic continued. So bakri baloon was used and blood transfer was performed (rbc 14pacs and ffp 14 pacs). Were cultures performed? Results?=>unk what is physician¿s opinion as to the etiology of or contributing factors to this event?=>unk what is the patient's current status?=>unk now the reps is following-up this case, and more detail information would be obtained future. If any new information will be made available.

Event description:
It was reported that a patient underwent a c-section on an unknown date and suture was used. The patient developed cesarean scar syndrome. The surgeon said that one of the reasons of the event happened is because the suture remains in the patient¿s body. This is because of the inflammatory reaction around the suture. It is unknown which type of suture remains beyond the absorption period. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. *did one or more sutures remain in the patient beyond the absorption period? If yes, which one(s)? *was the customer made aware that silk suture is non absorbable? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of c-section? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? How was the suture originally tied (multiple knots, square knot, etc.)? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Product code and lot number? (Pds suture, vicryl suture, silk suture) does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Were cultures performed? Results? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Related medwatch reports - 2210968-2023-03074, , 2210968-2023-03076